Manufacturer narrative:
The biomedical engineer ((B)(6)) stated that their zm-531pa transmitter overheated. The nurses stated that they were only getting the device ready for the day and wasn't used on a patient at the time issue was discovered. The nurses state that the device got "very hot" and when they opened the battery compartment, one of the batteries cover (B)(6) had split open. None of the nurses, staff, or (B)(6) were injured from this incident. Duplicated the issue of it overheating when he placed new batteries into the device. (B)(6) states it took about 10 seconds before the right-hand battery started getting too hot to touch. The left-hand battery was fine and unaffected from overheating. The unit has been sent in for qa investigation. The batteries required for this investigation were not returned. New batteries were inserted into the unit and overheating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion.

Manufacturer narrative:
The biomedical engineer (B)(6) stated that their zm-531pa transmitter overheated. The nurses stated that they were only getting the device ready for the day and wasn't used on a patient at the time issue was discovered. The nurses state the device got "very hot" and when they opened the battery compartment, one of the batteries cover had split open. None of the nurses, staff, or jerry were injured from this incident. Jerry duplicated the issue of it overheating when he placed new batters into the device. (B)(6) states it took about 10 seconds before the right-hand battery started getting too hot to even touch. The left-hand battery was fine and unaffected from overheating. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (B)(6) stated that their zm-531pa transmitter overheated.